Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user could not see insulin drops after 40 units and found the luer connector and cartridge wet, consistent with a fluid leak at the connector; after replacing the cartridge and connector, the supply change was successful. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at a seal associated with the connector/coupler, aligning with a fluid leak device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.